Manufacturer narrative:
The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). Occupation is patient/consumer.

Event description:
The initial reporter received a false positive result with the covid-19 at-home test compared to negative results with the binax and polymerase chain reaction (pcr) tests. On (B)(6) 2023, the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2023, the consumer performed two binax tests. The first and second results were negative. On (B)(6) 2023, the consumer underwent a pcr test and the result was negative. The patient had no symptoms. No other information was provided.